Event description:
It was reported that after a declot angioplasty the doctor went back in for a right arm dialysis graft with a stent device. The stent would not deploy in the patient. He used another device for a successful procedure. In order to reach the treatment site, the subclavian vein, he had a small bend to go around and did not notice any calcification. He used a 7f sheath and a 0.035 wire. No injury to the patient was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample was not returned for evaluation. Based on the information received, the results are inconclusive and the root cause of the event is unknown. This application represents an off-label use for this device. The current information for use for this device states: the luminexx 3 biliary stent is indicated for use in the treatment of biliary strictures resulting from malignant neoplasms.